Event description:
Two weeks following a labral shoulder repair, the pt complained of pain. An MRI and x-ray were performed followed by exploratory surgery during which a part of the caps-lock cannula tip with thread was found in the pt's shoulder. The fragment was removed during the exploratory procedure. The pt is reported to doing well after the removal of the fragment.

Manufacturer narrative:
Additional pt info was requested but not provided by the hospital. Since the device is not returning for investigation and the lot number is not known, a complete investigation could not be performed and the root cause could not be determined.